Event description:
Related manufacturing ref: 2184149-2023-00076. During a redo case of persistent atrial fibrillation, there was a delay in the procedure due to location issues with the patient reference sensors. The procedure was successfully completed with no adverse consequences. When starting the case after validation, there were multiple error messages regarding impedance. The patches were checked, cables reseated, left leg patch was disconnected and revalidated, which resolved the issue. Respiration compensation could not be completed, and the system should an unsuccessful error. The meter had no curve and only a dotted line. It was reattempted multiple times, but it did not resolve. End exp gating was possible, however there was still false space. The velocity had been reduced to 30. The patient coughed, and the prs-p turned red. It was attempted to fix them, but it was noticed that one sensor in particular was loose on the skin. The location of the patch would change with movement. The second patch was high on the shoulder. The patches were replaced, and the procedure was restarted. Two prs-p were repositioned and when the case was started the system showed that the magnets were off. The case was restarted again, and the issues resolved. The procedure had been delayed about 60 minutes thus far due to the technical issues and having to redo the map of the left atrium. During the rest of the procedure, respiration compensation and shaky catheter issues led to false space. The positional influence of the respiration pattern on the catheter localization was visible. End exp gating was used, but there was still false space due to incorrect catheter localization. The advisor hd grid catheter was in low confidence, mainly inside the veins and the laa, despite there being lots of voxel. Respiration compensation was switched off which helped. Point collection of the catheter shaft caused false space, mainly internal holes but there was also false space at the posterior wall. Especially the vein ostia were not well defined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.